Manufacturer narrative:
Unexpected restart alarm received after battery change due to faulty interface board. Pump passed the operating currents measurement, self-test, displacement test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No download anomaly noted. Pump communicated properly to test remote. No rf communication anomaly noted. Pump had minor scratched display window.

Event description:
It was reported that insulin pump was not able to upload to carelink pro. Troubleshooting was performed and issue was not resolved. Customer's blood glucose was unknown.